Manufacturer narrative:
One medfusion 4000 pump was returned for analysis the device was cracked and chipped out on both front corners of top case and right plunger case, it was also cracked and broken on the bottom case screw stand-off. The device was tested was tested by the force sensor test and the power up process. The force sensor test error was found at power up and unable to calibrate the force sensor (no force). The main board does not operate as intended. The main board was replaced and the preventative maintenance was performed.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump's force sensor will not calibrate. There was no patient involved.